Manufacturer narrative:
(B)(4). Date of birth (B)(6). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that sometime in (B)(6) 2019, the patient experienced bilateral pulmonary thromboembolism, coma, multiple lacunar infarctions and fever. On (B)(6) 2019, the patient experienced hyperglycemia, acute myocardial infarction and cutaneous pallor. On (B)(6) 2019, the patient experienced angina pectoris. On (B)(6) 2019, the patient died. The cause of death was reported as unknown cause of death.